Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 125 ohms. Red alerts were recorded in the remote monitoring system in (B)(6) 2016 and again in (B)(6) 2019. Technical services discussed bringing the patient in to the clinic for troubleshooting, to see if noise or jumps in impedance measurements could be provoked. A 1.1 joule and maximum energy shock could be delivered to test the integrity of the shocking system. The field representative later reported that no noise was observed, and the physician did deliver the shocks; the impedance measurements were 89 ohms and 84 ohms. The alert in the remote monitoring system was reset for 150 ohms and the physician turned on alerts for abrupt impedance changes and non-physiologic noise. The rv lead will continue to be monitored until the device reaches elective replacement indicator (eri) battery status and will likely be replaced with a df-4 system. No adverse patient effects were reported.